Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult to position and difficult to remove the guide wire was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for difficult to position or difficult to remove the guide wire reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The additional device referenced is being filed under a separate medwatch report. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a coronary procedure to treat a target lesion in the mid right coronary artery (rca). A balance middleweight (bmw) guide wire was used during this procedure to treat a lesion in the mid left anterior descending artery. Upon removal from the guide catheter, the guide wire became kinked; however, the guide wire was then advanced to the target lesion in the mid rca. The drug eluting coronary device was then advanced over the bmw guide wire. Due to the kink in the guide wire, the drug eluting coronary device was unable to cross over the kink. The device became caught on the guide wire and could not be advanced or removed. Both devices were removed as a single unit. There was no adverse patient effect and no clinically significant delay. No additional information was provided.